Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, peri-implantitis, infection, increased sensitivity, inflammation, mobility.